Event description:
It was reported that patient underwent a robotic assisted gyn procedure on (B)(6) 2024, and suture was used. The suture needle broke during the procedure. They called in an x-ray to retrieve the needle. They were able to complete the case without patient harm. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the needle piece(s) retrieved during the same procedure? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? "Two out of three pieces were located, I searched for about 5-10min in the subcutaneous tissue for the last bit. Possible bruising could have resulted from this, but tissue damage would be minor. The last was not which was why an x ray was ordered to ensure it was not still in the patient¿ which was clear." Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no device problem found. Investigation summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received; sixteen unopened samples that pertained to product code mcp426h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packet was opened. The swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.